Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis event was unknown. Treatment for the peritonitis included vancomycin (2 grams, one dose and route of administration not reported) and fortum (1 gram, daily for 14 days and route of administration not reported). The action taken with dianeal therapy was not reported. The outcome of the peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovering from the peritonitis event and antibiotic therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.